Event description:
It is reported that the devices were implanted in 2005. In 2007, the patient had increased pain and swelling and difficulty in ambulating. The following month, the patient complained that her knee locked and had inability to move it, no instability was identified. Four days later, the patient complained of instability with progressive worsening. Exam revealed significant posterior capsule laxity with bone active and passive range of motion with mild laxity to varus and valgus stress. Approx three months later, during the pre-surgical visit, the patient was noted to have increased posterior laxity with 1+ effusion, full range of motion, and 1+ instability to valgus stress. Thirteen days later, during the revision surgery, the patient was noted to dislocate posteriorally with severe posterior laxity noted on arthrotomy, the tibial spine was fractured and free-floating. The component showed no gross laxity and patellar tracking was normal. Minimal bony in-growth was present on the femoral component.

Manufacturer narrative:
Evaluation summary: the cause of the reported problem could not be determined based on the available information. Eval codes: femoral component does not exhibit any significant damage. There is more residue present in the fiber metal pad. Device history records indicate device manufactured to specification. X-rays were not returned for review.